Event description:
Info received indicates the mattress ticking is breaking down and blood is seeping through the ticking, fire carrier and foam.

Manufacturer narrative:
The tech used a mattress refurbish kit to repair the bed.